Manufacturer narrative:
Additional suspect medical device components involved in the event: upn m365sc2408740, model sc-2408-74, serial (B)(4), batch (B)(4). Product family scs-linear leads-MRI, upn m365sc2408740, model sc-2408-74, serial (B)(4), batch (B)(4). Product family scs-lead fixation-MRI, upn m365sc43190, model sc-4319, lot 24001102, batch 24001102.

Event description:
It was reported that the patient was experiencing pain, and developed a hole in the skin at the implantable pulse generator, ipg site. The physician does not feel that the infection was device related, however he does not know the cause of the infection. A culture was taken which confirmed staphylococcus captis at the ipg site and staphylococcus lugdunensis at the lead site. The patient was administered antibiotics and underwent a system explant procedure. Post-operatively the patient had increased pain associated with the explant, but there are no other changes in the patients health status. The explanted devices will not be returned as they were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing pain, and developed a hole in the skin at the implantable pulse generator, ipg site. The physician does not feel that the infection was device related, however he does not know the cause of the infection. A culture was taken which confirmed staphylococcus captis at the ipg site and staphylococcus lugdunensis at the lead site. The patient was administered antibiotics and underwent a system explant procedure. Post-operatively the patient had increased pain associated with the explant, but there are no other changes in the patients health status. The explanted devices will not be returned as they were discarded by the medical facility. Additional information was received which clarified that the patient was doing fine post-operatively, and their normal post-operative pain has subsided. Since the system was explanted, the patients chronic, pre-existing pain is recurring.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Upn m365sc2408740, model sc-2408-74, serial (B)(6), batch (B)(6). Product family scs-linear leads-MRI, upn m365sc2408740, model sc-2408-74, serial (B)(6), batch (B)(6). Product family scs-lead fixation-MRI, upn m365sc43190, model sc-4319, lot 24001102, batch 24001102.